Event description:
It was reported that the patient was having difficulty charging the ipg due to pocket was made incorrectly. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.